Event description:
When the patient was set on the MRI table, the MRI images displayed unusual artifacts. It was discovered that this particular endotracheal tube was reinforced with some type of steel which was causing the artifacts.